Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -8.5 into the patient's right eye (od) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a shorter length lens due to excessive vault. This resolved the problem. The reporter did not indicate the cause of this event.

Manufacturer narrative:
D4: unique identifier (UDI)# - (B)(4) should be added to the initial MDR. Claim #(B)(4).